Manufacturer narrative:
Medical device: 720185-01, 893501002, reservoir flat iz 100 ml.

Event description:
It was reported that patient contacted the physician complaining of a malfunctioning inflatable penile prosthesis (ipp) device (reportedly noticed about 3 months ago around (B)(6) 2019). Upon examination and MRI it was observed that one cylinder had aneurysm. Physician explanted the cylinders and pump but had to leave the reservoir in place. He also visually confirmed the aneurysm in the affected cylinder patient was grafted and reimplanted with a coloplast titan.